Event description:
It was reported to philips that the flexvision pc had a software error resulting in no display of images. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the flex vision pc had a software error. Analysis of the log file also showed a software error on the flex vision pc. To resolve the issue, the fse reinstalled the flex viewing pc software. After the reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.